Event description:
It was reported that the patient had unknown sling implanted on an unknown date. A new artificial urinary sphincter was implanted due to unspecified reasons. No patient complications were reported.